Event description:
Patient was in a hyperbaric chamber undergoing pressurized oxygen therapy when the inside observer reported a dislodged midline. The midline had been inserted in the left upper extremity two days prior to the hyperbaric treatment. The rn noted that, upon inspection, the distal end of the catheter was hanging freely and the proximal portion was still in the patient's arm. The entire catheter was removed. Upon inspection all 20 cm was removed. The patient appeared to have no adverse effects.